Manufacturer narrative:
The pump alarmed unexpected restart and erased memory after the battery change due to a faulty component on the interface board. The pump passed the idle current, run current, self test, off no power, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No external ram crc error alarm or low reservoir alarm anomaly was noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm during normal use. It was reported that the system reset when battery was changed. Alarm history also showed an external ram crc error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.